Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information received reported that per the patient, they were ¿code blue¿ where the patient died and had to be reviewed following the pump and catheter replacement. The patient was revived and the dose was decreased from 2.8mg down to 1mg/day. The patient was doing well on the pump now since the dose was lowered and the patient was getting therapy from the pump.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that prior to the pump replacement the patient had been without medication for a period of time. At the replacement, the new pump was filled with the medication concentration the patient had prior to the replacement (morphine 40 mg/ml). The dose was started at 2 mg/day which caused the patient to have respiratory depression. The patient was hospitalized in the ICU (intensive care unit) on a narcan drip. The pump solution was changed to morphine 1 mg/ml and the pump rate was decreased to 0.25 mg/day; the pump tubing and the catheter still had the 40 mg/ml concentration. The patient changed physicians following the event. The patient was initially seen by the new physician on (B)(6) 2014. The patient returned to the clinic on (B)(6) 2014 to have her pump site checked as she felt that she was having a lot of right paralumbar back pain. An MRI of this area showed a subcutaneous seroma accumulation. Physical examination found the patient had some slight fullness overlying her right paraspinal musculature just lateral to her incision line; this was noted to be quite minor. The patient stated that it had gotten much better since she applied a compression dressing. There was no erythema, no drainage, and no significant fluctuance; just minimal tenderness to palpation of the area. The patient's incision was both clean and dry. The plan was to bring the patient back in 3 weeks at which time they would aspirate the catheter and then restart her with a 1 mg/ml solution at approximately 0.15 mg/day. The patient returned to the clinic on (B)(6) 2014 at which time they reevaluated her midline lumbar seroma. It appeared to be shrinking significantly. The pump was running at 0.25 mg/day. The plan was to bring the patient back in 2 weeks at which time they would aspirate the catheter and restart the pump at 0.15 mg/day and work her up slowly from that point. As of the date of this report (04/03/2014), the patient was "doing good"; the pump was delivering morphine (1 mg/ml at 0.1 mg/day). The patient had good pain relief and was alert and oriented.

Event description:
It was reported the patient¿s pump was replaced due to normal end of life and an overdose occurred soon after the pump replacement. It was noted the concentration in the replacement pump was 40 mg/ml. The reporter stated the patient¿s previous healthcare professional (hcp) pulled the drug out and filled it with 1 mg/ml; however, the 40 mg/ml was still in the pump tubing and catheter. It was noted the patient¿s current hcp aspirated the catheter access port (cap) and gave the patient some time without any medication. It was further noted the cap was successfully aspirated today. The reporter stated they plan on performing the removing system contents procedure today. The reporter further stated they planned on starting the dose at 0.1 mg/d today. The pump contained morphine. Additional information was requested, but was not available as of the date of this report.